Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the MFR. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies.

Event description:
It was reported from a marketing eval, the surgeon used the hand switch and char was difficult to remove; very adherent. The coag five did not do a good job coagulating. Coag seven caused a "chasing the vessel" situation; as he tried to coag the vessel it would create a new bleed further up the vessel. The char was difficult to clear off of both tips. Some of the insulation came off while trying to clear the tonsil tip. Black coating kept flaking off; 2 tips were used.